Event description:
The customer reported that the subject device exhibited a leakage. There was no report of patient or user injury, due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the device was displaying an e315 error code (scope error). This report is being submitted for the malfunction found during device evaluation (e315 error).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely an e315 error code occurred due to following: water ingress inside the product, failure of image sensor unit, failure of the board inside the video connector, system malfunction. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿inspection of the endoscopic image. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Connection of the endoscope and ancillary equipment connection to the light source - caution: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and/or light source may malfunction. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscopes distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force.¿ olympus will continue to monitor field performance for this device.